Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The impactor was returned with the tip fractured. Item and lot numbers are confirmed to match the complaint as seen in the photo marked item & lot. There is some wear and damage to the impactor as seen in the photos marked dings & damage and strike plate. The features of the fracture surface visually align with a bending overload fracture failure mode. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product code: phx . Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial shoulder procedure while impacting glenosphere and impactor tip broke. No patient harm was reported and no fragments entered patient. Attempts have been made and no further information has been provided.